Event description:
It was reported the gastrointestinal videoscope had no image and a scope communication error. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and final investigation. Additional information added to the following fields: d8, h2, h3, h6, corrected fields: d4 lot (information should be removed), e1. The device was returned to olympus for inspection and the customer reported issues of b30 error and no image were confirmed. Based on the results of the investigation, it is likely the reported issues occurred due to a scope identification (ID) data error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.